Event description:
Reporter alleged obtaining a discrepant blood glucose results of 360 mg/dl back to back with a result of 160 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.